Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the endovascular repair since the length of proximal neck was 9 mm. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation from the contralateral limb. Both iliac legs were placed into external iliac arteries since common iliac arteries was aneurysmal. Confirmatory angiography after stent graft placement revealed endoleak from both side of iliac legs (1820334-2012-00046 and 1820334-2012-00047). Angiography was performed with ballooning inside the main body to control contrast agent flow and it was confirmed the endoleak was type IV from the iliac legs. Ballooning was performed with a coda balloon catheter but endoleak was not resolved. The physician decided to take a wait-and-see approach and the procedure was completed. Pt outcome is unk since it was not provided by the rptr. Act was 309.

Manufacturer narrative:
(B)(4). No product or images were returned to assist I the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Without imaging it is difficult to determine etiology of the endoleak. Aggressive anticoagulation (act: 309) and direct contrast injection likely resulted in the suspected type IV endoleak. Pt anatomy may have been a contributing factor since both common iliac arteries were aneurysmal. The physician decided to take a wait-and-see approach. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.